Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-10250. It was reported that recapture difficulties and tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. The patients anatomy was noted to be difficult. A watchman access system (was) was positioned in the laa and a 27mm watchman laa closure device & delivery system (wds) was advanced and deployed. The watchman laa closure device did not meet release criteria. During the full recapture, there were difficulties withdrawing the closure device back into the was as the markerband was torn. It was noted that the tip of the was torn but remained attached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that nothing detached from the watchman access sheath (was) and during removal the watchman closure device was contained with the was.